Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on an unspecified date due to a suspected driveline site infection. Some ulcers and scab formations were confirmed. Disinfection and treatment of the site was performed and the ulcers reportedly healed. The method of stabilizing the driveline was changed and the patient was discharged. The patient was readmitted to the hospital from (B)(6) 2014 again due to suspected driveline infection. The patient was treated surgically; no specific information was provided. The patient was admitted for a periodic checkup on (B)(6) 2014. A cardiac catheterization was performed and the patient's hemodynamic values were stable. There was no mention of any issues with the driveline at that time. No additional information was received.

Manufacturer narrative:
Approximate age of device: 8 months. The event occurred at (B)(6). A direct correlation between the device and the reported driveline infections could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no additional complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.